Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient¿s cgm was reading 200 mg/dl on her tandem insulin pump. No bg meter comparison was taken at this time. The patient was experiencing vomiting and discoloration of her face. Around 930am, the patient called an ambulance and was transported to the ER. At the ER, the patient¿s bg meter reading was ¿over 600 mg/dl¿. No cgm comparison value was provided at this time. The patient was diagnosed with dka and was treated with IV insulin. The patient was discharged home after 6 days. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.